Event description:
It was reported that the catheter slipped through the catheter clamp and fastener causing the proximal lumen to become extravascular, with consequent loss of intravascular inotropic support. It is alleged that the pt expired as a result of this incident.